Event description:
Patient presented to the physician with ongoing headaches, difficulty swallowing, shoulder pain, and pain at the ipg site. Physician brought the patient into the or and removed the entire inspire system.